Event description:
A pt reported experiencing inaccurate low results with a ot profile meter. The pt's blood glucose results with 68mg/dl, 168mg/dl. Tests were done <10 mins apart with a difference of 75%. Pt did not experience any adverse events. No further info has been reported.